Event description:
Boston scientific received information that this patient was seen in the emergency room with shortness of breath. This right ventricular (rv) lead had impedances greater than 2,500 ohms. This rv lead was surgically abandoned due to loss of capture and a conductor fracture. No other adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.